Manufacturer narrative:
(B)(4). The device history review for the product (B)(6) ml clips 6/cart 84/box lot# 73m1700211 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken at the hinge when the user tried to lock it for ligation. Therefore, it was replaced with another clip. No clips fell in the patient.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. Two clips were remaining in the cartridge and half of a clip was returned loose. The loose clip was broken in half at the hinge. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that both remaining clips appeared to be intact. The observed damage to the loose clip is consistent with improper loading of the clip, using a damaged applier, or hyperextension of the clip. The clip applier was not returned. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The two intact clips that were remaining in the cartridge were both able to properly load into the jaws of the applier. The clips were both successfully applied to over-stressed surgical tubing. No issues were observed with the tested clips. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken at ligating" was confirmed based upon the sample received. One cartridge was returned with two intact clips remaining in it. Additionally, half of a clip was returned loose that was broken in half at the hinge. Upon functional inspection, the two clips that were intact in the cartridge were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed tubing. The observed damage to the broken clip is consistent with improper loading of the clip, using a damaged applier, or hyperextension of the clip. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that a clip got broken at the hinge when the user tried to lock it for ligation. Therefore, it was replaced with another clip. No clips fell in the patient.